Event description:
Customer reported the lift column will not move up or down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply.